Event description:
It was reported that after a supply change, the device displayed an empty cartridge alert and suspended insulin delivery; troubleshooting determined the supply change was incomplete, causing the system to register the cartridge as empty and stop insulin. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included resumption of insulin therapy after successful guidance through a complete supply change. Investigation included remote troubleshooting and user education on performing a full supply change. Investigation of this case revealed user setup error during the supply change, with the device functioning as designed by alerting to an empty cartridge and halting insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error.